Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the gripper line would not floss, and was broken. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. After 2 hours of procedure time, the leaflets were grasped, but the gripper line would not floss. The clip was opened, and gripper line still could not be flossed. The decision was made to remove the cds. The cds was taken to the sterile table, and the gripper line was again pulled, but noted to be broken. The clip was not implanted and the mr remained at 4. No further clips were attempted as the procedure was too long. There was no clinically significant delay in the procedure. The patient was confirmed to be stable and sent to surgery for treatment of the pre-existing mr. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and investigated. The reported gripper line break was confirmed; however, the inability to remove the gripper line was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported gripper line break appears to be related to procedural conditions and secondary effect to the inability to remove the gripper line; however, a definitive cause for the reported inability to remove the gripper line could not be determined. During the returned device testing, the proxy gripper line was able to be translated with and without curves on the device and was able to be removed with no issue, which indicates that the resistance encountered while removing the gripper line may have been a result of procedural conditions/interactions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.